Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms. The pump was not exposed to abnormal temperature conditions. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Reportedly, the customer reverted to insulin pens for therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.